Manufacturer narrative:
.

Event description:
Clinic notes were received for patient's vns placement indicating that the patient was previously implanted with vns in 2009 which was removed later due to infection. It is suspected that the infection is associated with the generator implant surgery on (B)(6) 2009 but has not been confirmed. Patient was re-implanted with a new lead and generator on (B)(6) 2015. A review of device history records showed that both the lead and generator were sterilized prior to distribution.